Manufacturer narrative:
The device history record for the reported lot number, 30202108, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The device evaluation notes this is a known failure mode and has been investigated. The root cause was manufacturing related. All information reasonably known as of 18-aug-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced six different incidences, which were associated with separate units, involving six different events. This is the sixth of six reports. Refer to 8030647-2023-00035 for the first event. Refer to 8030647-2023-00036 for the second event. Refer to 8030647-2023-00037 for the third event. Refer to 8030647-2023-00038 for the fourth event. Refer to 8030647-2023-00039 for fifth event. There was an incident reported "the ventilator did not alarm with this [event]. The registered nurse (rn) heard a leak and called the respiratory therapist (rt) into the room. The rt found the inline catheter exposed and the sheath ripped. Additional information received 21-feb-2023 via FDA medwatch/ FDA user facility report mw report (B)(4) and the following was noted: tear in the inline suction catheter sheath leading to catheter being outside protective sheath. Ballard size 8fr. Compromised catheter replaced with one of same size. Patient not affected by situation.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 02-mar-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.